Event description:
A medtronic representative reported that during a check-up of the system, she realized that the "failure led indicator" on the camera goes on and off without reason. Instruments are tracked normally and navigation accuracy does not seem to be affected. The tracking volume was between 1-3m. There was no patient present.

Manufacturer narrative:
There was no patient present. The initial report was received on (B)(6) 2013 and found to be a non-reportable malfunction based on the information available. On (B)(6) 2013, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Three components of the navigation system were returned to the manufacturer for analysis. Two of the components returned (system control unit (scu) and the camera cable) were found to be fully functional and unrelated to the reported event. The third component (positioning sensor unit (psu)) was tested and a check of the psu event log showed a long history of the illuminator current moving in and out of range since (B)(6) 2012. In addition, the psu was out of calibration having failed the accuracy assessment kit (aak) test at 1.10mm. The device was sent to the vendor for additional analysis. The vendor verified that the psu had a faulty left side illuminator board which required replacement. . As a result, the affected component required replacement followed by re-characterization. The reported event was confirmed. The psu was replaced at the site and the device was found to be fully functional.